Manufacturer narrative:
Corrected information: MFR name, city, and state - changed contact, MFR site info - changed contact, event problem and evaluation codes updated. Manufacturer narrative - investigation conclusion: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The investigation results show, the user was running two separate versions of monaco simultaneously and discovered the problem in an evaluation system whilst the device was not in clinical use. During clinical use the user should carry out an integrity check that verifies the information exported from the tps is the same as the information imported into mosaiq. In addition, a warning message is presented to the user telling them that the exported jaw positions are not consistent with the plan. Finally, the problem is only an issue for the integrity beam model where length jaw is set to "asymmetric only". This issue is not likely to occur in clinical use, and if it did occur there is a warning message to the user that the jaw position is not consistent with the plan.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It was reported by the customer that monaco incorrectly changes the jaw position settings asymmetric to symmetric when exporting a qa plan. Based on the available information, there was no actual mistreatment.